Event description:
Patient underwent a radical cystectomy with construction of an ileal neo-bladder. Patient had to return to surgical the next day where it was discovered tatht the staple line had failed. Patient expired 4 days later.